Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: according to the information received, stratafix adjustable loop was loosen even before use. The product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one open sample that pertain to product code (B)(6)was received for evaluation. During the visual inspection of the returned sample, the suture began with the degradation process; this caused the loop to loosen. The time of exposure of the suture to the environment could not be determined and the foil was not returned to determine the assignable cause. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2023 and barbed suture was used. The stratafix adjustable loop was loosened even before use. There was no patient consequence. No further information was provided.